Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with a keypad malfunction. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 350mg/dl with symptoms of polydipsia, and polyuria. Reportedly, no treatment was provided above and beyond usual diabetes management, the patient's healthcare provider recommended pump setting adjustments to the basal and bolus settings and the patient remained on the pump. It was reported that the pump keypad was damaged, the up, down and ok keypad buttons were under-responsive and that the alleged bg excursion was related to this malfunction. This complaint is being reported for the allegation of hyperglycemia associated with a keypad malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the keypad cover was observed to be detached from the base of the pump. All keys were intermittently responsive to testing. Upon further investigation, contamination was found under all the key contacts. The total daily doses added up correctly and reflected the users programmed basal rate. No alarms related to the complaint were found in the alarm history. The pump passed a delivery accuracy test and was found to be delivering within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.